Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown date in 1992. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a revision procedure on an unknown date due to a worn liner. Attempts have been made and additional information on the reported event is unavailable at this time.